Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficult to deploy the thumb advancer could not be confirmed, because analysis revealed the catch was displaced, the pusher block was deployed, and the thumb advancer stroke/sheath split had been completed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional procedure. Reportedly, after the plunger was depressed deploying the locator wings (#2 was visible in the window), the #3 button appeared to have been depressed also. The physician reports he did not depress the button and it was very difficult to press the #3 button when necessary. The method of achieving hemostasis was not specified. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.